Manufacturer narrative:
A urovac bladder evacuator device was received in an opened pouch with bottle and a sealed pouch of device accessories. Several sheets of absorbent tissues were tucked inside the opened pouch. No residue was found on the device. There was no cardboard containing the brown foreign material returned for evaluation. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a urovac¿ bladder evacuator was to be used in a procedure on an unknown date. According to the complainant, after unpacking, a brown foreign material was found inside the sterile packaging. The procedure was completed with another urovac¿ bladder evacuator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was to be used in a procedure on an unknown date. According to the complainant, after unpacking, a brown foreign material was found inside the sterile packaging. The procedure was completed with another urovac bladder evacuator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.